Event description:
Healthcare professional reported "breast migrated to back - found to be ruptured during replacement, tingling and numbness in hands, palpable, seroma, rippling, free silicone removal, and animation deformity." This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances note the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported "breast migrated to back - found to be ruptured during replacement, tingling and numbness in hands, palpable, seroma, rippling, free silicone removal, and animation deformity." This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture/migration: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Wrinkling of the skin: unable to observe. Seroma-late: unable to observe. Paresthesia: unable to observe. Malposition: unable to observe. Deformation: no observed due to the device is rupture. No other observations observed, no further actions are required.